Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have a broken pitch cable at the distal end. Additional related observation: the instrument was found to have a part of the pitch cable with the cable crimp is missing. No information can be provided about the size of the missing part. The complaint regarding a broken wire was confirmed by failure analysis. Root cause of this failure mode is based on the double pitch cable design of the instrument.

Event description:
Refer to h11 for follow-up information.